Manufacturer narrative:
Bed out of calibration.

Event description:
It was reported by service report that the bed angle display reading was not accurate. No patient involvement or adverse consequences are reported.